Event description:
It was reported that the patient received inappropriate shocks due to a 'lead failure'. The lead was capped. Lead fracture reported. Additional information was received via a journal article that contained information regarding this lead. Information was obtained through follow up that the patient received inappropriate therapy and/or the lead showed oversensing. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate shocks, due to a 'lead failure'. The lead was capped. No patient complications have been reported as a result of this event. Lead fracture also reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. (B)(4).